Event description:
This report is being conservatively filed due to atrial fibrillation with hospitalization. Crd_1002 - expand g4 phase 1 and phase 2 study, patient ID: (B)(6). It was reported that on 07/13/2021, the patient presented with mixed mitral regurgitation (mr) grade 4+, with dilated cardiomyopathy, a posterior leaflet prolapse and flail. One mitraclip was implanted, reducing the mr to grade 1+. On (B)(6) 2022, while hospitalized, the patient was diagnosed with atrial fibrillation with rapid ventricular responses, premature ventricular or abnormal conducted completes. No additional treatment as provided. Per physician, the event is unknown if device related. There was no device malfunction specified. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was implanted and is not returning for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Following the initial report, additional information was received that there was no device related hospitalization. This update would make the event not reportable. An initial report was already filed due to the hospitalization, however, the hospitalization was related to the hand infection and not the atrial fibrillation. Since an initial report was already filed, the event remained reportable to report the additional, downgrading information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported atrial fibrillation cannot be determined; however, atrial fibrillation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. B2: hospitalization removed. H6: health effect ¿ impact code 4607 removed.

Event description:
Subsequent to the previous report, the additional information was received: there was no hospitalization due to the atrial fibrillation. The hospitalization was due to a hand infection. Reportedly, the mitraclip is working well. This is not a reportable event. An initial report was already filed due to the hospitalization, however, the hospitalization was related to the hand infection and not the atrial fibrillation. Since an initial report was already filed, the event remained reportable to report the additional, downgrading information.